Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated. The returned catheter was stuck in a cook 6f introducer with approx 13mm protruding from the distal end. The protruding end had a bulbous shape and appeared to be filled partially with air and contrast media. The bulbous shape of the balloon suggests that the balloon may not have been fully deflated. Approx 1cm of the proximal end of the introducer sheath was severely accordianed. The introducer was 25cm long and had a radiopaque tip which was flared out at the distal tip. The long length of the introducer sheath may have contributed to the difficult fit. There were no other visible defects noted on the catheter shaft. A .035 inch guidewire was inserted and the balloon was removed from the distal end of the catheter with minimal force. The ballloon was deflated. The balloon could not be removed from the cook introducer because the introuder was accordianed.the result of the investigation is confirmed, root cause unk. Since this lot was released, an enhanced in-process mfg check was implemented to assure proper introducer fit. The info for use (IFU) for this device states: caution: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported a balloon was used to dilate an artery. After the pta, the balloon was deflated and would not re-enter the cook 6fr introducer during removal.